Event description:
Reportable based on the analysis. It was reported that during a percutaneous transluminal angioplasty procedure, it was noted that there was a balloon leak. The 90% stenosed lesion was located in a non calcified and moderately tortuous right common iliac artery. On the first inflation, the f/g, sterling, mr, 6.0 x 40/135 (4f) balloon was inflated to six atmospheres and a leak was noted. The device was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported. Device analysis revealed a balloon tear.

Manufacturer narrative:
Returned product consisted of a sterling monorail (mr) balloon catheter with no original packaging. A 3-way stopcock was attached to the proximal hub/manifold of the catheter, as-received. It was noted during unpackaging that dried blood was present on the inner and outer surfaces of the catheter shaft. Visual and tactile inspection of the shaft and proximal manifold/hub presented no damage or other irregularities. Magnified inspection of the balloon revealed a longitudinal tear in the balloon wall approx 19 mm long. The proximal end of the tear was in the proximal balloon cone. Microscopic inspection of the balloon material at the edges of the tear presented no evidence of any material or mfg deficiencies that could have contributed to the tear. The markerbands were present and securely attached to the inner shaft and there was no damage or anomalies at the distal tip. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational contest as device performance was limited due to anatomical procedural factors.